Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged there was an inaccurate delivery issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved and the reporter could not be reached for troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: the last bolus delivery was a 1.0u bolus on (B)(6) 2016 at 06:21. The last basal delivery was on (B)(6) 2016. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).